Event description:
Detail: PICC line inserted on (B)(6) 2013. Pt returned on (B)(6) 2013. X-ray revealed curvilinear radiopaque foreign body overlying the superior vena cava, right ventricle and main pulmonary artery. This is coiled back on itself and is compatible with a fractured PICC.

Manufacturer narrative:
The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of rexf1869 showed no other similar product complaint(s) from this lot number.